Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the neptune was connected to 110 vac. The unit passed the initial power connect test. The unit failed the power-on self-test (p.o.s.t.) With a red wrench displayed on the led front panel. Based on the investigation performed, the reported complaint was confirmed. After further investigation it was discovered that the wiring harness had a faulty heater fuse switch which was the catalyst for the red wrench failure. A root cause could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
The event is reported as: the red wrench displayed on front panel of unit. Unknown when defect was detected.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on (B)(6) 2010. A document assessment (B)(4) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the red wrench displayed on front panel of unit. Unknown when defect was detected.